Event description:
Boston scientific received information that this left ventricular (lv) lead was found to have dislodged. A revision procedure was performed; the lead was successfully explanted and replaced. It was noted that this lead was discarded at the hospital and will not be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
--